Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 14 bd venflon¿ pro safety peripheral safety IV catheters leaked from the injection port during use. The following information was provided by the initial reporter: "fluid was administered via the port during surgery. Then it started bleeding from the port with high pressure. Blood leaking from the port. The customer can see that the grey "thing" under the port has been moved." "Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub."

Manufacturer narrative:
H.6. Investigation summary: a review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. Investigation conclusion: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Root cause description: from the verbatim, the probable root cause for the leakage could be due to valve issue. Rationale: CAPA# 1379444 raised. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 14 bd venflon¿ pro safety peripheral safety IV catheters leaked from the injection port during use. The following information was provided by the initial reporter: "fluid was administered via the port during surgery. Then it started bleeding from the port with high pressure. Blood leaking from the port. The customer can see that the grey "thing" under the port has been moved."